Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer "¿IV tubing came disconnected from the chamber case while priming IV tubing. The tubing is bd smartsite extension set 2 needle free valves fluid flowing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. H3: see h.10.

Event description:
It was reported while using bd alaris smartsite extension set the connection was loose and leakage occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: ¿IV tubing came disconnected from the chamber case while priming IV tubing. The tubing is bd smartsite extension set 2 needle free values ref. 37262e alaris product . This is the second time this has happened with fluid flowing all over floor.". Was there any harm or injury to the patient, health care provider, or any other person? No. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. Delay in providing care as dealing with clean up and containment of failure. If not answered in question #2, what was the medication administered to the patient? No. Is the event date known? (B)(6) 2023. Is the product code/sku known? No. Is the lot number known? No. Is this sample available for investigation? Unsure, attempting to obtain if not, is a photo sample available? No.